Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no picture with some types of cameras. Although the device could be connected to old camera models, it could not be connected to the new camera models due to damaged socket. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11. The device was not returned to olympus for inspection and the customer's allegation was not confirmed. A definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.